Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
Boston scientific crm received information from a boston scientific field representative that this chronic right ventricular (rv) lead was associated with a remote monitoring alert for a low shock impedance measurement 12 days after device changeout. The representative reported previous lead impedance measurements had been normal and stable, including measurements from defibrillation thresholds testing conducted during the changeout procedure and the post-implant daily measurements. A boston scientific technical services (ts) consultant discussed the possibility of a lead insulation issue. There were no reports of adverse patient effects, and the lead remains implanted and in service.

Manufacturer narrative:
Additional information has been provided that this is a device specific issue, not a lead issue.